Manufacturer narrative:
(B)(4). Batch # unk. Additional information: upon visual inspection of one photo, the following was observed: the photo shows a staple line on the tissue and one staple appears to be not properly formed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however no device has yet to be received for analysis. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, when using the stapler for stapling the stomach, the staple line in the stomach opened. It was repaired with suture. There was a 15 minute delay to procedure, however surgery was successfully completed. There was no patient consequence.